Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was noted that the personal diabetes management (pdm) was not holding a charge resulting in the patient seeking medical attention. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) due to hyperglycemia. Specific blood glucose levels were not provided. It was noted that the personal diabetes management (pdm) was not holding a charge resulting in the patient seeking medical attention. At the hospital, the patient was diagnosed with hyperglycemia and was treated with 8 units of actrapid insulin. The patient was discharged after 8 hours.